Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that during resuscitation of a patient, the device could not acquire leads ECG. The users changed the leads ECG electrodes with no success. There was no negative patient impact.

Manufacturer narrative:
Updated to reflect the date the device was sent to philips.